Event description:
Medtronic received a report that a concerto coil was being used as per the IFU but the coil did not pass through the microcatheter that was used in the procedure. A new medtronic device was used to complete the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received stating that the cause and location of resistance could not be remembered. The physician also could not remember if the coil came out of the introducer sheath smoothly. A continuous saline flush was administered and maintained as indicated in the IFU. There was no kink/damage to the coil and catheter after removal. The catheter was not a medtronic product.

Manufacturer narrative:
H3: the concerto pusher was returned for analysis. The unknown non-medtronic micro catheter used in the event was not returned for analysis. The pusher was found broken at the break indicator with the release wire/coin fully retracted out of the pusher. The pusher was returned knotted up and entangled with the release wire. The shield coil was found slightly damaged. The implant coil was already detached and not returned for analysis. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed and the cause could not be determined. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damaged micro catheter, or tortuous anatomy. The pusher was found broken at the break indicator, indicative of manual detachment and the release wire/coin was found fully retracted, detaching the implant as expected by the detachment subassemblies. Customer did not report detaching the device. The pusher was found knotted, likely during handling for return shipping for analysis as the device would not be useable in that state. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.